Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed and reproduced the reported error by attempting to perform an all set home function. Fse found that the main arm would not move in the y direction and resolved the issue by replacing the pmd 1 board. Fse verified all alignments successfully. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4211] main arm y-axis home detection failure. Cause: the home sensor failed to activate after the main arm y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to faulty pmd 1 board.

Event description:
A customer reported getting error message "4211 main arm y-axis home detection failure" on the aia-2000 instrument. The customer inspected instrument for any obstructions or dropped tip, none was found. Customer is unable to perform an all set home function. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.